Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new ra lead was successfully implanted. No additional adverse patient effects were reported. This ra lead has not returned to boston scientific for further analysis.